Manufacturer narrative:
13.2mm vicmo13.2 implantable collamer lens. Claim#: (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Patient experienced significant reduction of irido-corneal angles. Patient code 3191: no code available (significant reduction of irido-corneal angles) should have been included. Device evaluation: lens was returned in a vial in liquid. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo3.2 implantable collamer lens, -8.50 diopter, into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. Patient related factor was reported as cause of event.